Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. Pictures were provided, but we were unable to discern integrity of the electrodes versus the trauma of the event. The lot number of the electrodes could not be verified by the customer or seen in the photographs for retain sample testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) in bradycardia, the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2019-00078 for a similar event reported from the same customer.